Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an unknown procedure on an unknown date, the proximal femoral nail antirotation (pfna) ii helical blade had issues with fixation to the pfna nail. The locking mechanism of pfna blade was not working and the surgeon had lot of difficulties in retrieving the blade back from the nail. Finally, the pfna helical blade was removed and replaced with a shorter pfna ii helical blade. Procedure outcome and patient status are unknown. Concomitant devices: pfna ii nail (part: unknown, lot: unknown, quantity: 1), screw (part: unknown, lot: unknown, quantity: 1). This report is for a pfna-ii helical blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part 04.027.053s, lot l980518: manufacturing site: bettlach. Release to warehouse date: july 20, 2018, expiry date: july 01, 2028. The device history record shows this lot of device was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H3, h6: a product investigation was completed: upon visual inspection of the complaint device it can be seen that we have received the article in an open condition. In addition, it is clearly visible that the blade was opened too far. Furthermore, the received device shows on the surface some sings of use, otherwise the article is in a good condition. During investigation a functional test was performed, the blade passed the functional test. Drawings and revisions are in accordance to device history record (DHR) of production lot l980518. All relevant features are defined on the used drawing revisions of DHR of production lot l980518. Furthermore, the reported device was assembled according to drawing, and all parts went through a 100% functional test, before they had left the production. As the blade is fully functional, the complaint is unconfirmed. There is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but it is likely that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide. No product fault could be detected. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H11: corrected data: e1: name device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.